Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during this complaint processing; the physician commented that it was operation related adverse event and it was not due to the guidewire. The patient is in the ccu and has been stable. The patient will be transferred to a general ward. Both the guidewire and the support catheter were returned for investigation. In investigation of the returned guidewire, it was found that its coils were broken at approximately 113mm from the distal end where the proximal solder was located. The core wire was broken and exposed at approximately 95mm from the distal end. The core breakage site was observed by a microscope. It showed that the breakage surface was slanted which suggests focal force was applied while the core wire was bent. Spiral marks were also found on the surface of the core wire. The returned support catheter had no notable deformity or damage. Under the x-ray, it was found that a piece of the coils approximately 95mm in length was remained in the catheter. These findings revealed that a distal portion approximately 18mm in length was not returned. Lot history review revealed no anomaly relating to the reported event, and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it is presumed that the guidewire breakage was contributed to rotational and pulling force exceeding the product's design limit was applied while the distal tip of the guidewire was trapped by the heavily calcified lesion. When the physician retrieved the devices, unraveled coils were thought to be stuck with the catheter, and the pulling force caused the coils to further elongate, break, and leave the broken piece left in the catheter. There was no indication of product deficiency. The warnings section of the IFU states that: never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel.

Event description:
Reportedly, during pci for treating a heavily calcified cto lesion in the rca #3, retrograde approach via a lad septal branch was taken to advance a guidewire down the lesion. Then the subject guidewire and a support catheter were advanced in antegrade by using the retrograde guidewire as a marker. During an attempt to cross the lesion, the guidewire got trapped by the lesion. The physician attempted to remove the guidewire and the support catheter. It was when the distal tip of the guidewire broke and separated. Ivus and angio were done to check the tip fragment was embedded in the lesion. The patient hemodynamics was stable so that the physician decided to leave the fragment in the lesion and finished the procedure.